Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This emdr represents the bard 3dmax mesh (device 2). Additional supplemental emdrs was submitted to represent the 3dmax mesh (device 1) and bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 - patient was diagnosed with bilateral recurrent inguinal hernias and umbilical hernia thereby underwent robotic repair with the implant of 3dmax meshes (left - device 1, right ¿ device 2). Per op notes, "bilateral hernia was noted. A medium 3dmax meshes (device 1, 2) was placed bilaterally and secured to fascia using sutures to cover all the defects. The umbilical hernia was repaired using sutures." (B)(6) 2021 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two bard flat meshes (device 3, 4). Per op notes, "on right inguinal canal, a direct inguinal hernia was noted. Previous mesh (device 2) was palpable along the inguinal floor. A bard flat mesh (device 3) was trimmed to size with a slit cut in keyhole fashion and positioned over the hernia defect using suture to the pubic tubercle inferiorly and shelving edge of the inguinal ligament. On left side, small direct inguinal hernia was noted. A bard flat mesh (device 4) was also used for the left inguinal hernia and secured using sutures."